Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that medications had been shuffled following a failure in the drawer. A field service engineer inspected drawer 1.2 and found issues where the cubies did not match the configuration. The station was powered down; the tray cable was removed and reinserted and inspected for any cuts. As the issue persisted, the cable was replaced, but the problem continued. The engineer then replaced the tray boards and the controller board; however, the issue still occurred. Each cubie was removed individually, but the issue remained unresolved. After completing all troubleshooting steps, the issue could not be resolved. The engineer communicated with the pharmacy that a drawer replacement was necessary and planned to return on monday to complete the replacement. Erin agreed to the plan, and in the meantime, all medications from drawer 1.2 were relocated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medications were shuffled up after drawer failure. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.